Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon(iab) therapy, the cs300 intra-aortic balloon pump (iabp) unit had blood backed all the way through the tubing and potentially into the machine. It was reported that the patient had a complication that was not due to the cs300 device. The iab was discarded. This report is for the iab. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2022-00302.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Event description:
It was reported by the customer that during intra-aortic balloon(iab) therapy, the cs300 intra-aortic balloon pump (iabp) unit had blood backed all the way through the tubing and potentially into the machine. It was reported that the patient had a complication that was not due to the cs300 device. The iab was discarded. It was later clarified that there was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields - health effect ¿ impact codes , health effect ¿ clinical code , type of reportable event, adverse event/product problem, describe event or problem. Additional information - date of event. Complaint record ID#: (B)(4).